Event description:
Bed had a very loud manifold and the bed had a slow drift.

Manufacturer narrative:
Technician replaced the manifold and the bed now worked and did not have a drift. No injuries reported.